Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the charging pad for the ilet pump was not maintaining the pump¿s charge despite correct placement and no signs of overheating or unusual behavior. Symptoms included no adverse clinical effects. Outcomes included shipment of a replacement charger and completion of user education and troubleshooting. Investigation included user interview and use evaluation. Investigation of this case revealed no user error and a suspected charger malfunction. It was concluded that the charger likely malfunctioned and replacement was warranted.